Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt and check te alarms. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (constant check belt and check te pad messages) has been confirmed. Upon evaluation, the electrode belt connector was defective. The cause of the constant check belt and check te pad messages is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the defective electrode belt connector. The root cause of the defective electrode belt connector cannot be positively identified. No adverse event resulted form the defective monitor belt connector. The pt received a replacement monitor.